Manufacturer narrative:
Results of investigation: the suspect device was returned for investigation. Vyaire medical was not able to verify the customer complaint. Vyaire received main electronic assy bellavista 1000 p/n 030.500.060 s/n (B)(6) under rga 00030778. Review of the log file found multiple instances of cfb logs. Visual inspection of the unit under test (uut) found no indications of damage or misuse. The uut was installed into a known good top-level system, and upon startup the display showed the standard startup sequence as expected from the user interface controller (epc) with the ventilation controller (cfb) performing the self-test as usual (valves / blower sound audible, blue alarm leds dimming) and there were no alarms or warning messages. A check of the drop-down status bar showed the power cord symbol as connected (with battery status showing that the batteries are charging successfully), and the power indicator led on the left-hand side of the ventilator was lit up green. After a 30 minute warmup, zero pressure calibration, circuit ¿e¿ test, test base unit, self-test, and o2 calibration were performed and passed with no functional issues found. The bellavista unit was set to ventilate on a test lung and monitored on a pfc-3000 flow analyzer for 1 hour with previous user¿s settings and functioned as expected with no alarms or warning messages. The bellavista was then set to ventilate with ventilation test pressure control settings and then with ventilation test volume control settings and continued to function as expected with no alarms or warning messages. Power was cycled off (via standard shutoff procedure) then on 10 times and each time shutdown and booted up successfully with no issues, alarms, or warning messages. The reported complaint was confirmed in the log file, but not duplicated in the fa lab. No functional or performance issues were found. Investigation revealed that user interface controller (epc) restarted suddenly. Most likely due to die crack due to mechanical stress caused by particles in the conductive paste.

Manufacturer narrative:
H10: a vyaire medical field service representative (fsr) evaluated the device onsite. Downloaded logs and trending data. Error log is showing only mains power supply failed and disconnection exhalation valve. Oxygen calibration only performing a one-point calibration. Replaced oxygen sensor cell. Oxygen calibration still only a one-point calibration. On the second time, ventilator had a user interface error. Main board to be replaced which was ordered. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000 us where the unit shut down during patient use. There was a user interface error. Furthermore, there was no patient harm reported associated with the event.